Event description:
The customer reported that the probe on the ortho provue analyzer dripped and fluid splashed on top of the gel card foil. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined the probe was plugged. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.